Manufacturer narrative:
(B)(4). The device has been received by baxter. When the investigation has been completed, a supplemental report will be submitted.

Event description:
It was reported that a pump was powering off without user input. It was also reported that there was no pt injury.